Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported the drive support cap appeared normal. Customer reported displacement test and self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.